Manufacturer narrative:
Retainer ring = black on (B)(6) 2021, the customer alleged the pump over delivery and ems for low bgs. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2021, found multiple bolus deliveries and the daily total of bolus insulin delivered are 15u. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the pcb 1, pcb 2, force sensor and motor assembly noted. However, found moisture damage on the 40 pin flexible printed circuit/lcd during the visual inspection. The force sensor offset measured (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer complaint for low bgs. Customer alleged for the pump over delivery not confirmed. The force sensor is within specification and the motor functioning properly. Moisture damage found on the 40 pin flexible printed circuit/lcd during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged the insulin pump over delivery and hospitalized for low blood glucoses. The test p-cap locks properly in place in the reservoir compartment noted. Device receive with pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2021 found multiple bolus deliveries and the daily total of bolus insulin delivered are 15u. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the pcb 1, pcb 2, force sensor and motor assembly noted. However, found moisture damage on the 40 pin flexible printed circuit/lcd during the visual inspection. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for low blood glucoses. Customer alleged for the insulin pump over delivery not confirmed. The force sensor is within specification and the motor functioning properly. Moisture damage found on the 40 pin flexible printed circuit/lcd during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2021 due to low blood glucose level. Customer blood glucose level was 27 mg/dl. Current blood glucose level of customer was 120mg/dl. Blood glucose level at the time of emergency medical service dispatch was 23 mg/dl. Customer had another instance of having a low blood glucose on a separate date. It was known that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was known that auto mode feature was not active at the time of incident. Customer alleged that insulin pump had over delivered insulin. Customer was treated with food or glucose or carb intake. The insulin pump will be returned for analysis.